Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed back pain. There was no alleged device malfunction. The patient was prescribed to get a massage by his doctor and to remove the device. After removing the device, the back pain improved.